Event description:
Procedure performed: cholecystectomy description of event: the device was new , the doctor attempted to clip, but the clip applier was not working, the clips were not properly seated in the jaws, after trying more than once the clip applier worked but the clips did not close properly. He tried a lot of times after that the clips were crimped as shown in the video and in the pictures additional information received from the distributor on 11 august 2024, found in the initial email from distributor intervention: dr. Used three different clip applier patient status: surgery went well after using another device.

Manufacturer narrative:
The event unit is not being returned to applied medical for evaluation, but lot number is provided. A follow-up report will be provided upon completion of the investigation.

Manufacturer narrative:
The event unit was not returned to applied medical for evaluation. However, a video of the event and event unit were provided. Visual inspection confirmed the complainant¿s experience of no clip loaded and clip scissoring. In the absence of the event unit, it is difficult to determine if the reported event were caused by a manufacturing non-conformance or circumstantial factors at the time of use. Applied medical has reviewed the details surrounding the event and is unable to determine the exact root cause of the event. Applied medical has performed a historical trend analysis and review of production records and no trends were identified. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Event description:
Procedure performed: cholecystectomy. Description of event: the device was new, the doctor attempted to clip, but the clip applier was not working, the clips were not properly seated in the jaws, after trying more than once the clip applier worked but the clips did not close properly. He tried a lot of times after that the clips were crimped as shown in the video and in the pictures. Additional information received from the distributor on 11 august 2024, found in the initial email from distributor intervention: dr. Used three different clip applier. Patient status: surgery went well after using another device.